Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred after customer dropped the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was approximately 152 mg/dl.